Event description:
It was reported that the burr became stuck in the lesion requiring additional intervention. The severely stenosed target lesion was located in the calcified proximal left circumflex and included a "strong bend." Ablation was initiated with a 1.75 mm rotablator. Despite careful manipulation, the burr became stuck within the lesion at the point of the strong bend. After introduction of a double guiding system and another guidewire passage, balloon dilation was performed, and the stuck burr was retrieved.

Manufacturer narrative:
B3: date of event: estimated based upon the aware date as the event date was not provided. "((B)(4)) rotablator burr entrapment: factors and bail out techniques" was on a poster presentation at a conference on complication cases from all over asia, friday, august 4, 2023, in fukuoka, japan.